Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia, with reported blood glucose values ranging from 189 mg/dl by fingerstick to 235 mg/dl, despite no food intake and no observed infusion set issues such as leakage, kinks, or air bubbles, and with tubing flow confirmed; the user had independently adjusted glycemic targets to a lower setting. Symptoms included hyperglycemia. Outcomes included completion of troubleshooting and education with a recommendation to perform an infusion site change and planned follow-up. Investigation included user-led troubleshooting steps, confirmation of insulin delivery pathway function via drop test, comparison of cgm and glucometer values, and review of user settings. Investigation of this case revealed no confirmed device malfunction or component failure and suggested a cause unclear for hyperglycemia given adequate delivery pathway checks and absence of alarms. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.